Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead integrity was compromised. It was also reported the ra lead had the following issues; insulation damage, history of noise noted and unipolar impedance was greater than bipolar impedance. The lead currently remains in use but is planned to be explanted and replaced. No patient complications have been reported as a result of this event.